Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the right common femoral vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, the balloon ruptured at 2 atmospheres for 3 minutes. Another 16-4/5.8/75 xxl balloon catheter was selected but at 3 atmospheres for 3 minutes, same thing happened. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.